Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 6.1 and 6.2 had failed and were not detected on bus despite rebooting pyxis. A field service engineer (fse) opened up the back panel and found that the pixie bus cable had become detached from the drawers 6.1 and 6.2. The fse shut down the station, reattached the pixie bus cable, restarted the station and logged into administrative mode. The hardware testing application was then opened, and the required diagnostic test was successfully run to confirm drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on the bus for two drawers. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.